Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer had requested to assist with blank display and emergency medical services. Customer reported that he was in hospital for 11 days due to falling in the middle of the night. Customer states that they were in the hospital due to hyperglycemia and fell at home and was also reported that the hospital said it was due to diabetic ketoacidosis. Customer stated that patient was hospitalized because of high blood sugar on (B)(6) 2017 at 4:00am and stayed for 11 days. Customer's blood glucose value was 1130 mg/dl when admitted to hospital. Troubleshooting was declined for high blood glucose. Customer also stated that the pump screen was blank and tried 2 batteries and still remains blank. Troubleshooting was performed the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.